Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device (a) was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60w cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override system worked as intended. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing.

Event description:
It was reported that during a robotic assisted colon resection procedure, it was reported by both the first assist and scrub tech that one firing of the device with a white reload had been completed and worked fine. The surgeon states that the event occurred on the first firing. A white cartridge was placed in the device, closed down on the vessel, safety was removed and the firing trigger was pressed, at this point nothing happened. There was a complete power failure and the jaws of the device were locked on the tissue. At this a second device was opened, the battery from that battery was then placed into the device that was on the field and the firing sequence repeated. Again, total power failure. At that they tried to open the stapler and it was locked onto the tissue. Both the first assist and scrub tech state that there was space between the tissue and the crotch of the stapler. Then they tried to use the reverse button on the side to ensure the knife blade was back. That did not work; and then the manual release was opened and that did not work. But it was then noted that the knife blade was fully returned to the correct position. At this point a third device was opened and loaded with a white cartridge. The stapler was fired once on either side of the locked stapler jaws in order to cut the device out and remove it from the patient. Case completed with the third device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.